Manufacturer narrative:
Product complaint # (B)(4). PMA/510k: this report is for an unk - screws: spine/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. Reporter is a j&j sales representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during routine inspection of instruments, it was noticed that the reamer guide was broken, and k-wire was jammed. There was no procedure or patient involvement. This complaint involves two (2) devices. This report is for (1) unk - guide/compression/k-wires. This report is 2 of 2 for (B)(4).